Manufacturer narrative:
(B)(4). Batch # k5e43e. The analysis results found that the cdh33a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. No functional test could be performed, as the rotating knob was noted to be damaged not allowing the device to open or close. The device was disassembled to verify the condition of the internal components and the knob-rotating pin was noted to be broken not allowing the device to work as intended. The damage to the rotating knob may have been due to an excess force applied while trying to close or open the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an ultra low anterior resection procedure, the device did not fire. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.